Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, device history record review, complaint history review), it appears that the pe liner deformation is most likely related to patient related factors (bone regrowth leading to impingement), and/or insufficient bone resection leading to bone impingement rather than a device problem. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 60-year-old male patient underwent a revision surgery of touch cmc1 prosthesis on (B)(6) 2026, 6 months after the initial implantation, due to crepitation that had developed. During the procedure, the surgeon replaced the neck component.